Event description:
"Motor had excessive vibration, but they could not determine if it was in the motor or attachment. Please check both and repair which ever one is needed" was stated on the repair order. On follow up conversation with the hospital, they said that this occurred during an anterior cervical procedure. The attachment began to chatter and the tool began to vibrate slightly. Backup equipment was brought in to finish the procedure. No patient injury occurred. Motor/attachment was run later resulting in excessive vibraion.